Event description:
It has been reported to philips that the system failed to power on. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting actions, fse found that the dcps output indicator was not working properly. Fse replaced the dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting actions, fse found that the dcps output indicator was not working properly. Fse replaced the dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The manufacture date, serial number, product UDI, reporting address line 1 and the reporting address city have been updated.